Event description:
Incident as reported: lap chole - "the surgeon placed the epix clip applier down a 5mm kii threaded trocar and loaded the clip and then applied the firs clip to the duct (possibly deployed 2), before the clip applier malfunctioned. The handle was released and the surgeon noticed a metal object that had was stuck inside the trocar seal when he removed the clip applier. No excessive force was used when pulling back on the handle of the clip applier."

Manufacturer narrative:
The incident device has been returned and has been evaluated. A final report will be sent within 30 days once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.